Manufacturer narrative:
The device was received in with scratches and indentations to the exterior housing. Previous battery corrosion could also been seen in the battery compartment and the back of the battery door. The upper enclosure of the housing is also loose resulting in the led cover being pushed down into the unit. Upon opening of the alarm, the nurse call receptacle was found to be elevated from the printed circuit board and had a broken pin. With the broken, the nurse call feature could not be put into use. Being that this unit is more than six years old, it is likely the cause is expected normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states "to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate." Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4).

Event description:
Customer reported the nurse call port is not sending signal to the nurses station. Troubleshooting of the alarm found the connection between the cable and the nurse call receptacle is not secure. The date the issue was discovered is not known and no patient incident or injury was reported.